Event description:
It was reported that following the implantation of an advance sling, the patient experienced recurring incontinence. "It worked great for the first month but the patient believes that he strained to lift something and from that point on, it quit working for him" and his level of incontinence "got worse." The patient was implanted with another continence device on (B)(6) 2016. No further patient complications were reported in relation with this event.